Event description:
The complaint is reported as: the doctor prefers to use femoral site and has issues with dilator being to soft and it bends and she is not able to dilate properly. She had a surgeon assist her and he placed it in the subclavian vein with success. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: the doctor prefers to use femoral site and has issues with dilator being to soft and it bends and she is not able to dilate properly. She had a surgeon assist her and he placed it in the subclavian vein with success. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.